Event description:
It was reported that there was a connection issue between an unspecified quantity of ultra set disposable disconnect y-sets and a peritoneal dialysis (pd) transfer set; the sets did not seal correctly. The transfer set kept "spinning even though it was all the way threaded and didn¿t have a tight seal¿. This was observed during use of the devices on a dummy tummy. The transfer set remained in use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.